Manufacturer narrative:
H3: 81 evaluation is progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The screen appeared to be out of calibration and the cursor was not being placed in the same location as the touchscreen input. Following calibration steps, the cursor placement was more accurate, and the issue was resolved. Calibration remained accurate for two hours and through ccm restarts. The service repair technician (srt) performed preventative maintenace (pm) and release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen was intermittently moving the cursor. The ccm was rebooted, and touchscreen calibration was performed but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the cursor touch position was moving away from where the user was touching the screen.